Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. Review of the software logs confirms the device performed analysis 11 times and no shock was advised. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device advised a shock when not appropriate. In this state the device may deliver inappropriate defibrillation therapy. There was patient involvement but no adverse event was reported.